Manufacturer narrative:
The insulin pump passed the rewind, current, unexpected restart error, basic occlusion, prime/compromised force sensor system, and displacement tests. The device was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The presence of a motor position encoder error alarm could not be confirmed due to an overwritten history file. The unit was received with cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a broken insulin pump to return. No further details were provided. The insulin pump was returned for analysis.